Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, during the ablation phase of the hta procedure, the patient awoke from mac anesthesia and abruptly moved. This movement caused a cervical leak which caused a burn at the cervix and vagina of the patient. At the time of the leak there was about thirty seconds left in the ablation procedure and the saline was approximately ninety degrees. A fluid loss alarm was received at the time of the leak. The burn was treated with silvadene cream mixed with xylocaine gel. The procedure was completed with this device and the patient's condition has been described as fine and improving. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
Although the patient's exact age is unknown, the patient is over 18 years of age. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Manufacturer narrative:
This complaint cannot be confirmed because the product was not returned. If the product is returned in the future the complaint investigation will be reopened and an analysis performed. A DHR review was performed and no evidence of a manufacturing related potential cause for this type of event was found.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, during the ablation phase of the hta procedure the patient awoke from mac anesthesia and abruptly moved. This movement caused a cervical leak which caused a burn at the cervix and vagina of the patient. At the time of the leak there was about thirty seconds left in the ablation procedure and the saline was approximately ninety degrees. A fluid loss alarm was received at the time of the leak. The burn was treated with silvadene cream mixed with xylocaine gel. The procedure was completed with this device and the patient's condition has been described as fine and improving. An additional attempt has been made to obtain follow up event details with no response from the clinician. Update august 13, 2013. The burn was reported to have been classified as a second degree burn. The physician reported that the patient is healing well.